Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description:infinion 1x16 perc lead and splitter 2x8 kits a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that a trial patient was hospitalized due to infection. Symptom of fever was noted. The leads were removed and the patient was discharged the next day. After two days since discharge, the patient was re-admitted because she got worse and an emergency spine surgery was done wherein her spinal cord was cleaned and so was blood. No further information could be obtained.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that a trial patient was hospitalized due to infection. Symptom of fever was noted. The leads were removed and the patient was discharged the next day. After two days since discharge, the patient was re-admitted because she got worse and an emergency spine surgery was done wherein her spinal cord was cleaned and so was blood. No further information could be obtained.